Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and backlight pcbs, which resolved the reported issue. The ventilator passed testing and calibration and was operating according to mfg specs. Covidien reference: (B)(4).

Event description:
A report was received from (B)(6) with info of ventilator entering a ventilator inoperative condition. The malfunction did not occur during pt use.